Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be user related. The failure was caused by mishandling the product. Indeed, it is stated in the event description that the plate was damaged during surgery. As a reminder, it is clearly stated in the IFU to: "¿ avoid surface damage of implants. ¿ discard all damaged or mishandled implants" this case can thus be classified as a misuse by the hcp. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that, during a primary procedure on a right tibia, a drill bit broke, and a screw broke during implantation. The proximal tibia plate became damaged. The screw was removed. The surgery was completed using another kit. There was a surgical delay of approximately 5-10 minutes. No adverse consequences were reported.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that, during a primary procedure on a right tibia, a drill bit broke, and a screw broke during implantation. The proximal tibia plate became damaged. The screw was removed. The surgery was completed using another kit. There was a surgical delay of approximately 5-10 minutes. No adverse consequences were reported.